Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A clinical director reported pt with epithelial ingrowth at refractive surgery post-operative visit. The reporter indicated surgeon removed cells the same day that the ingrowth was discovered. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.